Event description:
The customer reported obtaining an erroneous hemoglobin (hgb) result for one (1) patient sample from the unicel dxh 800 coulter cellular analysis system. The customer stated that the patient sample was flagged with instrument-generated partial aspiration message. The erroneous hgb result was not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Beckman coulter has requested patient printouts from the customer but the customer cannot recall who the patient was and the results could not be retrieved. The customer indicated that quality control (qc) results prior to and following the event were within the established ranges.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered an opaque white layer on the inside of the hemoglobin (hgb) cuvette. The fse proceeded to replace the hgb cuvette but stated that this issue did not cause the hgb recovery issue. Upon further evaluation, the fse discovered that the reported issue was caused by small bubbles in the hgb delivery pathway from white blood cell (wbc) bath, through solenoid valve vl167, to the hgb chamber. The fse replaced solenoid valve vl167 to resolve the issue and verified the repair as per established procedures. (B)(4).